Event description:
The customer reported that a footswitch error code 353 came up during a cataract procedure on the right eye. They could not clear the error message, and the surgeon converted the case to an extracapsular extraction. The incision was enlarged during the extracapsular extraction. The patient prognosis is reported as good. Subsequently, three cases were cancelled.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.